Event description:
It was reported that prior to port placement procedure, the patient paperwork and IFU was allegedly missing. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photos shows the powerport implantable kit which included introducer needle, dilator, non-coring needle, flushing hub, guidewire inside the guidewire hoop and vein pick, product label and a note over the package indicating that it does not have paperwork. Therefore, the investigation is inconclusive for the reported missing information and component missing issues as the photo shows an unsealed package. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). Device pending return.

Event description:
It was reported that prior to port placement procedure, the patient paperwork and IFU were allegedly missing. There was no patient contact.